Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic right salpingo-oophorectomy, tape insertion, hysteroscopy, dilation and curettage, and thermal endometrial ablation due to right ovarian cyst, stress urinary incontinence, and menorrhagia. It was reported that the patient underwent urethral calibration and dilation along with cystoscopy on (B)(6) 2012 for urethral syndrome status post transobturator urethral mesh insertion with prominent cystocele.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.